Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was at least 2 weeks ago the patient started having lower back pain and for the last 3 or 4 days it had been hurting a lot. Patient got a lot of pain in their back if they were sitting around all day and the pt did sit around all day and when they got up to walk it hurt a lot and now when they step back down it felt like it was burning in there. Agent asked if the pain was around the implant site and they said they could feel the round circle at the implant sight. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a patient. When asked if there were circumstances that led to the pain and burning at the implant site, the patient stated that "nothing changed". The patient stated that the cause of the pain and burning at the implant site was the pain at the battery pack. They noted that they saw a doctor, but the issue was not resolved and they were told to see a different pain management.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.